Manufacturer narrative:
Add'l info.

Event description:
Physician attempted to treat a lesion in the left common iliac artery with a fortrex pta balloon. The lesion was at an acute bend of a previously placed stent graft limb. Balloon was inflated to 16 atm and burst. During attempted withdrawal, it was reported the balloon and the distal end of the shaft became detached from the shaft. An 8f sheath was being used at the time. It was reported physician could pull out the catheter and detached balloon segment without incident to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary the fortrex balloon catheter was received in two segments: the distal segment which included the balloon chamber, inner guidewire lumen and radiopaque marker bands; and the proximal segment that includes the balloon chamber proximal bond, catheter, and y-manifold. All components of the fortrex balloon catheter were accounted for. The radiopaque marker bands are loose and slide freely on the inner guidewire lumen. The inner guidewire lumen exhibits tensile stretching and tearing. The balloon chamber material exhibits both longitudinal tearing and radial tearing. The radial tearing is localized at the proximal balloon bond. If information is provided in the future, a supplemental report will be issued.